Event description:
This lead was explanted and replaced due to fracture. The hosp has retained this device and no add'l info is available. Should add'l info become available, this event will be updated.